Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stenting procedure on (B)(6) 2011. According to the complainant, the patient had a very tight stricture at the descending colon due to a malignancy. The endoscope was passed through the colon. The physician then placed a guidewire across the length of the stricture with the aid of a cannula. Contrast was injected and the length of the stricture was determined to be 7cm. The physician introduced the stent system into the patient. However, the physician encountered significant resistance when advancing the device due to the tightness of the stricture and the stent catheter became kinked. The physician attempted to deploy the stent but encountered resistance. The physician applied additional force but the stent was unable to be deployed at all from the delivery system. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported event of stent difficult to advance through the lesion. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.